Event description:
The user reported that the mouse froze up on the system. An attempt to power cycle using the power button did not work. The power cord plug was pulled to reboot the system. When the system came back up the system wouldn't boot. The user was walked through the reboot process and central monitoring was restored. Central monitoring was interrupted approximately one hour. Note 1: according to the device logs, the patient does not appear to have been identified during the time the system went down. There was a patient being monitored at the time of the malfunction.

Manufacturer narrative:
The device was rebooted and the issue was resolved. Root cause of the malfunction could not be identified through a review of the device log files.